Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic donor hepatectomy procedure. The clip applier is locked after the clip thr owing. The device did not open again, it stayed closed. The surgical time was extended by thirty minutes due to the product problem. There was no patient injury.